Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument is missing the screw. Reopened - product received. Upon evaluation of the instrument, it was found the spring and knob components broke off and are missing. (B)(6) (B)(6) 2016.

Manufacturer narrative:
Examination of the returned instrument found the spring and knob weldment components broke off; components were not received. The root cause is attributed to wear out. The date code wb1008 indicates the instrument was manufactured in october of 2008. A two-year search of the complaint database found no additional reports for this type of failure for this product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.